Manufacturer narrative:
Musa informed us that the device is no longer available.

Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 165585: (B)(4) items manufactured and released on 04-nov-2016. Expiration date: 10/25/2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary hip surgery, it was discovered that the size 2 amistem c sterile packaging was damaged. There was a 5 minute delay in the case and the surgeon swapped to another stem to complete the case. The surgery was completed successfully.